Event description:
The pt reported since walking through a metal detector, his ipg shuts off by itself. The pt indicated he is able to turn stimulation on with his programmer, but before stimulation begins, his ipg shuts off. Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.